Event description:
(B)(6): customer reports to product monitoring via phone that a no fluoro incident occurred during an unknown pt procedure. Pt age and gender were unknown. Procedure was completed. No injuries reported. Facility does not have back-up capability.

Manufacturer narrative:
Field service engineer (fse) confirmed that the sedecal generator was not powering on, troubleshot and installed a new generator console. On power up, generator gave an error 15. Fse troubleshot the generator and replaced the filament driver board, tested and verified proper operation per service checklist. Unit passed checkout procedures. System was returned to full service by customer. No further investigation needed at this time.